Event description:
Information was received that reported a patient was hospitalized on "sometime around 2008, due to an incident of diabetic ketoacidosis. Per the patient he was hospitalized for several days due to hypoglycemia and diabetic ketoacidosis. He does not recall any blood glucose readings from the time but does state he was given insulin injections. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.